Event description:
It was reported by the rep that during a lap nephrectomy, the device switch button would not work, when they wiped off the device the pad came off due the force used by the surgeon. It did not fall into the patient and was discarded. There were no error codes noted. The device was re-placed with another same like device and the case was completed with no patient consequence. The device worked with the footswitch.

Manufacturer narrative:
Info anticipated, but unavailable at this time.